Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm voluma® xc, the needle disengaged from the syringe. No injuries reported. Packaged needle was used.

Manufacturer narrative:
Device evaluation: 1 empty syringe of 1.0 ml of juvederm voluma xc was received without the cap. No needle was received in an opened tray. No defect was observed in the syringe.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm voluma® xc, the needle disengaged from the syringe. No injuries reported. Packaged needle was used.